Event description:
Boston scientific received information that this device declared end of life (eol) due to extended charge time measurement. Recent monitoring voltage was 2.69 v, with a charge time measurement of 33.5 seconds. Technical services discussed replacement recommendations. The device was later explanted successfully. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.